Event description:
It was reported that during an unknown procedure, after taking tissue to jaw of the stapler, it crushed tissue but did not punch and cut. After this, the stapler separated from the tissue with using the manual ¿disclosure¿ handle. There were two used staplers in this incident, therefore it cannot be investigated that there is any problem with the cartridge. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4) = pawl. Additional information was requested and the following was obtained: just for clarification, device did not punch and cut. Does this mean the device would not fire (no staples deployed or cut line started? The stapler did not work therefore there are no staples or cut line on the tissue. Were there any issues with opening the device? They couldn¿t open the device so they moved the manual override lever back to open the device. What color cartridges were being used? Green cartridges. How was the case completed? Replace with new one. The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced a few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. The difficult to open event could not be confirmed as the device closed and opened without any difficulties noted.